Manufacturer narrative:
The device associated with this complaint will not be returned for evaluation because the customer had disposed of it. Since the device was not returned, a physical investigation of the zoll catheter could not be performed and a root cause could not be determined.

Event description:
The patient has inserted a solex 7 catheter for ivtm therapy. The physician was unable to advance the catheter over the guidewire. The physician tried to retract the catheter, however, the attempt was unsuccessful. The guidewire was dislodged from the catheter and the sterility of the guidewire was compromised. The second catheter kit was used. The placement was successful and the treatment was continued. No information is available for the patient's anatomy. No patient harm or consequence reported on this event.